Manufacturer narrative:
Device evaluated by MFR: device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "attach cassette" alarm constantly. No adverse effects reported.

Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. Functional and visual testing was performed on the device. The reported event of an alarm that the cassette is not attached was verified through the event history log but was unable to be duplicated. Inspected the pump and performed functional testing, it passed all test. The device was opened there was no visible damage or contamination on the board. Further investigation of the pump and determined that the downstream occlusion sensor is the cause of the issue. The downstream occlusion sensor will be replaced.